Event description:
Technical services received a call on 01/24/2013 from sales rep. Patient was in af, history of paf. Atrial signals measured at 0.7 to 2mv, r waves were 10-13mv after pocket closed p waves dropped to 0.2, r waves dropped 2.6mv-3.8mv. Fluroed leads, did not appear to move. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).